Event description:
Physician's note of january 15, 1976 states pt had some ecchymosis on the right side. Subsequent notes show pt had a marked amount of swelling in the subcutaneous tissues on the right side, discoloration spread, old blood was drained from the right side and a great deal of purulent drainage was coming out of the wound. It was a liquid which suggested a hematoma that had become infected. The prosthesis was exposed and though the infection seemed to be improved, the implant was removed on february 17, 1976.